Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was failed and pockets were not on the bus. A field service engineer (fse) replaced retractors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 3 was not detected on the bus, and drawer 6 displayed a drawer open status despite being closed. The user powered off the station and performed a recover storage space and reboot; however, both issues persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.